Event description:
It was reported that the device experienced a full power on reset (por) due to ram parity error. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data.analysis of the device memory indicated power-on reset parameters were present.

Event description:
It was reported that the device experienced a full power on reset (por) due to ram parity error. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.